Event description:
Patient was having an ankle arthrodesis, subtalar arthrodesis, achilles lengthening, and partial excision prominent midfoot bone, during the ankle arthrodesis and subtalar arthrodesis, the ap to calcaneal screw was drilled and the drill bit broke. Multiple attempts were made to retrieve it; however it could not be retrieved and was left.